Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, front cover, rear case, tube drive, wiper seal, fb2, latch module and lt iui. Performed calibration. A review of the device history record for (B)(4) was performed from date of manufacture, 09/29/2005 to the present date 10/7/2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the barrel clamp was allegedly broken. There was no patient involvement.